Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that the 2008t hemodialysis (hd) machine functional board eeprom burned/melted on power-up. The bmt was advised to swap the functional board eeprom or possible functional board. Upon follow-up, the bmt stated that the machine had been intermittently failing the independent conductivity test. The bmt had been swapped the sensor board, actuator-test board, conductivity cell, function board and eeprom but the issue persisted. The bmt swapped in a new functional board eeprom and the functional board eeprom and functional board immediately burned and melted on power-up and was immediately shut off and unplugged. The bmt stated that both the functional board and eeprom appeared melted and burned and had an electrical smell, and confirmed there were no sparks, smoke or flames noted as a result of the reported issue. The machine remains out of service pending receipt and replacement of the functional board eeprom and functional board. The bmt stated the faulty parts were available to be returned for evaluation. It was confirmed there was no patient involved, harm or adverse events reported with this incident.

Manufacturer narrative:
This event was reported erroneously and does not represent a reportable event, therefore no further reports will be sent.

Event description:
A user facility biomedical technician (bmt) reported to technical support that the 2008t hemodialysis (hd) machine functional board eeprom burned/melted on power-up. The bmt was advised to swap the functional board eeprom or possible functional board. Upon follow-up, the bmt stated that the machine had been intermittently failing the independent conductivity test. The bmt had been swapped the sensor board, actuator-test board, conductivity cell, function board and eeprom but the issue persisted. The bmt swapped in a new functional board eeprom and the functional board eeprom and functional board immediately burned and melted on power-up and was immediately shut off and unpligged. The bmt stated that both the functional board and eeprom appeared melted and burned and had an electrical smell, and confirmed there were no sparks, smoke or flames noted as a result of the reported issue. The machine remains out of service pending receipt and replacement of the functional board eeprom and functional board. The bmt stated the faulty parts were available to be returned for evaluation. It was confirmed there was no patient involved, harm or adverse events reported with this incident.